Event description:
It was reported this catheter was successfully placed for a nephrostomy drainage procedure. It was noted during a scheduled catheter exchange, under fluoroscopy, this drainage catheter had fractured at the distal pigtail. The pigtail remained intact via the suture. The drainage catheter was removed via the proximal end another drainage catheter was successfully placed for continuation of treatment. The patient's condition is good. This device was destroyed by the user facility. Therefore, a failure analysis is not available. As a lot number for this device was not provided, a device history search could not be performed. User technique and/or patient anatomy may have contributed to this event, hovever, the company is unable to determine the exact cause of this event. The company's directions for use state "the catheter is designed for percutaneous drainage of abscess fluid, biliary, nephrostomy, urinary, pleural empyemas, lung abscesses, and mediastinal collections".